Event description:
The healthcare professional reported the implantable neurostimulator (ins) had "failed." The ins was replaced on (B)(6) 2016 and the patient was brought to the recovery room in good condition. A post-operative assessment noted the patient was having pain, but it was relieved with prescribed medication. The patient was indicated for essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.